Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt the lead was found cut 46 cm proximal to the lead tip. A distal lead fragment was received for analysis. An explantation aid was still inserted in the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead area, the insulation was found damaged due to wear. In this area the conductor cable leading to the conductor cable leading to the ring electrode was found broken. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the cuts into the insulation 16 cm proximal to the lead tip, the deformed fixation helix and the deformed rv shock coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise. An infection was found during extraction. Should additional information become available, this file will be updated.